Manufacturer narrative:
The injury to the patient's vasculature was reported to have occurred early in the procedure, prior to implant placement. It is not known what type of instrument may have created the tissue damage that led to the hemorrhage event. Product labeling indicates: "potential risks identified with the use of this device system which may require additional surgery, include: device component fracture, loss of fixation, non-union, fracture of the célèbre, and vascular or visceral injury, death". Device was not returned.

Event description:
On (B)(6) 2015, during an anterior retractor placement at l4-5 the patient suffered a mortal laceration of a vessel and expired intraoperatively. The laceration reportedly occurred during the early part of the procedure when attempting to access the spinal column.